Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a non-original equipment manufacturer (OEM) supercap on main board. A review of the event history log identified primary audible alarm background (bgnd) test. During the functional testing the primary audible alarm was unable to be duplicated. Visual inspection found the non-OEM supercap on main board. The root cause of the issue was due to the customer installed a non-OEM super capacitor. The root cause of the primary audible alarm bgnd test was unable to be determined. Replaced with OEM component. Also replaced speaker as a preventative measure. Performed power up process, audio test, preventative maintenance and all functional tests which passed.

Event description:
It was reported that the pump needs a mainboard. No patient injury or involvement was reported.